Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, approximately six years and eight months post transcatheter aortic valve replacement (tavr) implant using a 26mm sapien 3 valve, the valve is failing due to hypo attenuated leaflet thickening (halt). The patient underwent a valve in valve procedure using a 23mm sapien 3 ultra resilia valve.